Manufacturer narrative:
(B)(4). (B)(6). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. It was not specified if the patient was connected to the device at the time of the observed air. There was no report of patient injury or medical intervention associated with this event. No additional information is available.